Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported thrombosis cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, as it was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with a grade of 4. Two clips were implanted, reducing mr to 1. A few minutes after placing the clips, a small thrombus was observed at the tip of the steerable guide catheter (sgc). Medication was given and aspiration was performed and after a couple of minutes, the thrombus disappeared. The activated clotting time (act) was longer than 250 seconds throughout the procedure. No additional information was provided.